Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in pt use.